Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that within 3 days a patient had 3 balloon failures, 2 14fr and 3rd is 16fr. Confirmed the balloons were filled with 10ml sterile water but burst in the bladder. All parts of the balloons were retrieved.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore, a DHR review could not be conducted. An actual sample was returned for investigation. Visual examination was conducted on the returned sample did not show any obvious abnormality or design abnormality, except for the balloon had burst. Based on the complaint description, the balloon had burst inside the bladder. Close examination under high magnification lens (xso magnification) revealed scratch marks on the balloon sleeve near the tear edges. It appears quite likely that the scratches had initiated the tear. This appearance is likely due to the balloon sleeve had come into contact with sharp object during handling or in contact with pointed surface like bladder stone or encrustation that detrimental to the balloon. Based on the investigation conducted on the actual sample, it is believed that the scratch marks found near the split area had initiated the tear that lead to the balloon burst. Burst balloon could have happened due to contact with sharp or pointed object such as encrustation or bladder stone that weaken the balloon membrane resulted the thin balloon membrane to burst. Therefore, this complaint could not be confirmed as stated.

Event description:
It was reported that within 3 days a patient had 3 balloon failures, 2 14fr and 3rd is 16fr. Confirmed the balloons were filled with 10ml sterile water but burst in the bladder. All parts of the balloons were retrieved.